Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a publication "heterotopic ossification following single-level anterior cervical discectomy and fusion: results from a prospective, multicenter, historically-controlled trial comparing allograft to an optimized dose of rhbmp-2" that the patients with symptomatic single-level cervical ddd who underwent acdf with either rhbmp-2/acs or cortical ring allograft interbody spacers and local bony reamings, post-op, at 24 months, the rate of any heterotopic ossification was significantly higher in rhbmp-2/acs patients.

Manufacturer narrative:
Literature citation: arnold paul m.; anderson karen ; selim abdulhafez ; foley kevin ; dryer randall ; burkus j. Kenneth; "heterotopic ossification following single-level anterior cervical discectomy and fusion: results from a prospective, multicenter, historically-controlled trial comparing allograft to an optimized dose of rhbmp-2."